Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to an infection. The infection was a skin infection that was caused by the patient's reaction to the antibiotic bacitracin, which was used at implant. The device was explanted and used as a temporary pacemaker until a new system was implanted. The device is no longer in service. No additional adverse patient effects were reported.